Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined as the instrument was discarded by the site and is not available for evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review could not be performed as the event date is unknown.

Event description:
It was reported that during a da vinci -assisted colectomy procedure, there was an unspecified vessel injury. The surgeon was known to have a practice of using the vessel sealer sealing proximally, followed by sealing distally and then cuts on the second seal. The first seal was done but the surgeon did not use the cut feature. When the instrument was retracted, it ripped the vessel and there was uncontrolled bleeding. The procedure was converted to open surgery to resolve the bleeding. The instrument was discarded. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.